Event description:
(B)(6) 2022 staples of two consecutive removers were found jamming during using on the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
On (B)(6) 2022 staples of two consecutive removers were found jamming during using on the patient.

Manufacturer narrative:
(B)(4), per DHR the product visistat 35w 6/box lot # 73m2000054 was manufactured on 12/01/2020 a total of 18,000 pieces. Lot was released on 12/16/2020. DHR investigation did not show issues related to complaint. P/n 528235 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 13 staplers were taken from the current production from p/n 528236 visistat 35w non-sterile lot# 73a2200587 the staplers were functionally inspected and issue reported "misfire/jamming - staples not firing" was not observed in the current manufacturing process, the staples were loaded and released correctly. Revision of fmea-08-028 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the staples appeared severely misaligned. The stapler was returned with 31 staples remaining in the cover block, indicating that at least 4 staples were fired by the customer. The trigger was returned partially engaged. Evidence of use in the form of biological material was present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple fired. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the first two staples was preventing the staples from moving down the track and into the forming tool. The stapler was disassembled, and it was confirmed to have been assembled correctly. No defects or anomalies were observed with the device. Manual realignment of the staples was attempted; however, the staples still would not form and fire properly. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in.". In summary, the reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the staples appeared severely misaligned. Upon functional inspection, the misalignment of the staples prevented any staples from firing properly. The sample was disassembled, and no defects or anomalies were observed. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be determined what caused the staples to misalign. Several actions to mitigate defects for this issue were established as part of a nonconformance, which was previously closed. The returned sample was manufactured prior to these corrective actions. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
(B)(6) 2022 staples of two consecutive removers were found jamming during using on the patient.